Manufacturer narrative:
Device analysis indicated device failure. Device analysis report is attached. This report is submitted on september 12, 2023.

Manufacturer narrative:
This report is submitted on august 8, 2023.

Event description:
Per the clinic, the patient was explanted on (B)(6) 2023, due to performance decrement. The patient was re-implanted with a new cochlear device during the same surgery.